Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position and partially missing. Visual inspection showed a fractured helix, characterization of the surface of a rotational pattern, the failure mechanism is consistent with a torsional overload failure and dried body fluid in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported loss of capture.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. A lead revision was performed in order to reposition the lead. It was attempted to be positioned on the left bundle, however, during the procedure the lead exhibited difficulty to be positioned and helix tip broke off. It was decided to leave the lead fragment unretrieved. Another lead was implanted instead. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. A lead revision was performed in order to reposition the lead. It was attempted to be positioned on the left bundle, however, during the procedure the lead exhibited difficulty to be positioned and helix tip broke off. It was decided to leave the lead fragment unretrieved. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d6a: implant date d6b: explant date.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. A lead revision was performed in order to reposition the lead. It was attempted to be positioned on the left bundle, however, during the procedure the lead exhibited difficulty to be positioned and helix tip broke off. It was decided to leave the lead fragment unretrieved. Another lead was implanted instead. No further adverse patient effects were reported.